Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6/7f mynx control vascular closure device (vcd) swelled outside of the sleeve before advancing through a 6f non-cordis sheath. A new unknown mynx was opened, and closure was achieved. There was no reported patient injury. The event did not cause an issue with the patient or procedure. The device was removed from the package per the device¿s instructions for use (IFU). The product was stored per the IFU and opened in a sterile field. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves. There was no exposure of the sealant to bodily fluids. The procedure was an interventional procedure. The user was trained to the device. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in the manufacturing position with no damages or anomalies visible during the analysis. No secondary damages or anomalies were observed on the returned device regarding the condition reported in this complaint. The syringe and the procedural sheath were not returned. Per dimensional analysis, the overall length of the outer sleeve assembly was measured and noted to be within specification. Per microscopic analysis, the high resolution images did not display any damages in the integrity of the sealant sleeves nor the sealant, which was observed in its manufactured position covered by the sealant sleeves. A functional test was executed to analyze the mynx control system, and the device showed that the deployment mechanism was working as intended after the button 1 and 2 were fully depressed. It was observed that the sealant was fully deployed, and the balloon was retracted during depression of the applicable sequence buttons. The product history record (phr) review of lot f2229917 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the returned device since there were no issues noted. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced. However, handling factors are possible. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229917 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) swelled outside of the sleeve before advancing through a 6f non-cordis sheath. A new unknown mynx was opened, and closure was achieved. There was no reported patient injury. The event did not cause issue with patient or procedure. The device was removed from the package per device instructions. The product was stored per instructions for use (IFU) and opened in a sterile field. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). There was no exposure of the sealant to bodily fluids. The procedure was an intervention. The user was trained to the device. The device will be returned for evaluation.